Event description:
The customer reported that the system shut down without command. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was tested and found to be working as intended and put back into service.